Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressure wire x, wireless device was calibrated and equalized successfully. The device was to be used in a lesion in the obtuse marginal (om) artery for fractional flow reserve (ffr) measurement. However, during post-percutaneous coronary intervention (pci) angiography, the hydrophilic tip was found to have broken off and within the patient's obtuse marginal coronary vessel. The patient is currently stable in high dependency unit (hdu). No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported event of material separation was confirmed. A separation was noted at the sensor chip assembly. There were also severe kinks noted on the distal tube. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported material separation resulting in foreign body in patient were likely related to procedural circumstances. It was reported that the device was used as a workhorse wire. Based on the reported information and the noted damage, it is likely the interaction of the catheter and pressurewire x caused the noted severe bends/kinks on the distal tube and sensor chip assembly during delivery. As a result, the severe damage may cause a separation. It may also be possible that the noted damage could be caused by incautious removal of the catheter and pressurewire, excessive manipulation or inadequate force/torque applied, or navigation in extremely narrow vessel/stenosis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.